Event description:
It was reported the pt has never received adequate pain relief since being implanted. Reprogramming attempts have been unsuccessful. The pt may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.